Event description:
The dr called to register his concern that his pt's hospitalization due to high blood sugar was caused by her insulin infusion pump. Pt indicated that the dr was overreacting and that the pump was not the cause.she refused to return the device for testing or eval.